Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the broken ise buffer syringe case (part number: zm136200) to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6)

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion-selective electrode) results on multiple patient samples. The results were not released from the laboratory. There was no change in patient treatment in association with this event.